Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and impedance trend was rising,. On (B)(6) 2015, right ventricular (rv) pacing impedance measured 2356 ohms in a rising trend, up from 1700-1900 ohms from (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had gradual impedance rise and high impedance. The lead remains in use and the patient will be monitored more frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.